Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced an infection and skin overgrowth at the implant site. Subsequently, the patient was treated with oral antibiotics in (B)(6) 2017. In (B)(6) 2017, the patient underwent a procedure to excise the excess skin and in (B)(6) 2017, granulated tissue was cauterized. The patient was then placed on an additional round of oral antibiotics in (B)(6) 2017, and in (B)(6) 2017, the patient underwent a further skin excision procedure. The implant fixture currently remains insitu; however, the abutment was removed on (B)(6), 2017, to allow the site to heal.